Event description:
It was reported that the user experienced persistent high glucose readings while using the ilet, with the caregiver noting very high insulin usage and a recent weight gain of approximately 10 pounds; troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included case intake, review of the reported hyperglycemia, and confirmation that user education and troubleshooting steps were performed. Investigation of this case revealed no device malfunction was identified and no component issue was reported, with the event categorized as hyperglycemia with an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.